Event description:
A morphine infusion was set to administer at a rate of 10mcg/kg/h (0.08ml/h) at 13:30. No discrepancy was noted during handover at 19:30, when 1.5mls was recorded to be the amount left in the syringe. Although no changes were made to the infusion during the shift, the report suggests that at 05:00 the device alarmed for syringe empty. The report suggests that the baby was oversedated , however there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
The customer¿s report that the patient was over sedated was confirmed. A review of the pcu event log for entries relating to the syringe module identified that a bd plastipak 1ml syringe was selected and confirmed on (B)(6) 2015 13:47:41, and a morphine (10mcg/kg/h) infusion was started at 13:48:02 at a rate of 0.84m/h. At 20:26:15 the pump alarmed syr_empty_occlusion and recorded a total volume infused of 0.4093ml. A bd plastipak 1ml syringe was selected and confirmed and the morphine infusion was restarted at 20:27:01 at a rate of 0.84ml/h. On (B)(6) 2015 04:54:19 the pump alarmed syr_end_of_travel and recorded a total volume infused of 0.8974ml. A performance verification procedure was completed on the pcu and syringe module and all results including the "barrel clamp accuracy" were within specification. The pcu and syringe module were subjected to a continuous infusion for >24 hours which was completed failure free. The root cause of the over sedation was user error. The syringe module was received with a bd plastipak 3ml syringe; however the event log shows that the user had confirmed a bd plastipak 1ml syringe.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.